Manufacturer narrative:
Investigation ¿ evaluation: as reported, during transurethral lithotripsy (tul) for urinary stones in the renal pelvis and ureter, the basket of an ncircle delta wire tipless stone extractor would not open properly. The device was tested prior to use in the uncoiled position and functioned properly. When attempting to retrieve stones from the renal pelvis, with the flexible ureteroscope in a bent position, the basket did not open and close smoothly. The handle was "heavy" and felt "rough," and the basket would not open properly, so its use was discontinued (reference this report). Another same device from a different lot was opened and tested prior to use in the uncoiled position and functioned properly. When attempting to remove the stone, the handle actuation was "heavy" when closing the basket and when the endoscope was bent it became even "heavier," and the basket would not close, so its use was discontinued. (Reference patient identifier 431053 for the second device used). There was nothing with the patient¿s anatomy keeping the baskets from opening or closing. Another unspecified device was used to complete the procedure without any problems. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation. The returned device was found to have a basket that did not fully close due to basket sheath damage. The basket sheath was deformed at the yellow support sheath. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during transurethral lithotripsy (tul) for urinary stones in the renal pelvis and ureter, the basket of an ncircle delta wire tipless stone extractor would not open properly. The device was tested prior to use in the uncoiled position and functioned properly. When attempting to retrieve stones from the renal pelvis, with the flexible ureteroscope in a bent position, the basket did not open and close smoothly. The handle was "heavy" and felt "rough," and the basket would not open properly, so its use was discontinued (reference this report). Another same device from a different lot was opened and tested prior to use in the uncoiled position and functioned properly. When attempting to remove the stone, the handle actuation was "heavy" when closing the basket and when the endoscope was bent it became even "heavier," and the basket would not close, so its use was discontinued. (Reference patient identifier (B)(6) for the second device used). There was nothing with the patient¿s anatomy keeping the baskets from opening or closing. Another unspecified device was used to complete the procedure without any problems. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
G4: PMA/510k # ¿ exempt h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.